Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 12jan2023 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2022-00108 since there is more than one device. Evaluation summary a female patient reported that it was difficult to push the injection button of her humapen savvio device and the medication did not come out of the device. The patient experienced inadequate control of diabetes mellitus. The device was not returned to the manufacturer for investigation (batch 1412v01, manufactured december 2014), but troubleshooting was performed with guidance from a trained professional and the issue was resolved. As the device was able to dispense insulin, the presence of a malfunction could not be confirmed. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reported visual impairment. The core instructions for use states that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The patient used the device while visually impaired. It is unknown if this misuse is relevant to the complaint or the event of inadequate control of diabetes mellitus.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4) this spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 68-year-old (at the time of initial report) female patient of an unknown origin. Medical history included diabetic neuropathy. Concomitant medication included dapagliflozin propanediol monohydrate for treatment of diabetes mellitus. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 75/25, 100 u/ml), from a cartridge, via reusable devices, humapen savvio gray color and humapen savvio green color, for treatment of diabetes mellitus. Dose, dosing frequency, route of administration, and start date were not provided. On an unknown date in 2021, after starting insulin lispro protamine suspension 75%/insulin lispro 25%, she had vision problems, she was diagnosed a cataract and she was operated with laser, but her sight had not been left well. Due to that, her healthcare professional (hcp) told her that she should program another operation. She was not sure to be operated again. On an unknown date, she experienced that despite the treatment with insulin lispro protamine suspension 75%/insulin lispro 25%, diet and pills for the diabetes (dapagliflozin propanediol monohydrate 10 mg) her blood sugar levels had not been controlled. On occasions she had the sugar very high (unit, value and reference range was not provided) and in other occasions, it had lowered up to 30 (unit and reference range was not provided), and these situations had made her crazy. The uncontrol in her sugar provoked her diabetic neuropathy. On (B)(6) 2020, she had a heart attack. The event of heart attack was considered as serious due to medical significant reasons. On an unknown date, she developed 4 clogged veins and on 11-feb-2021, she was operated and open-heart surgery was done because of the 4 clogged veins. She was hospitalized for open-heart surgery. Further hospitalization details were not provided. The event of diabetes mellitus inadequate control was considered to be serious by the company due to medically significant reasons. Approximately in jun-2021, in the hospital she was given a humapen savvio gray color device but it was not working correctly because she had to put a lot of effort to push the injection button and the medication did not come out of the device ((B)(4)/lot 1412v01). On an unknown date in dec-2021, her son bought for her a humapen savvio green color on internet. This device stopped working, the screw that pushed the plunger of the cartridge got stuck. Her son disarmed the device to try and fix it, but he could not ((B)(4)/lot 1308v05). Information regarding further corrective treatment was not provided. The outcome of events of cataract and diabetes mellitus inadequate control was not resolved and the outcome of the remaining events was unknown. Treatment status of insulin lispro protamine suspension 75%/insulin lispro 25% was ongoing. The patient was operator of suspect humapen savvio green color and humapen savvio gray color devices and her training status was not provided. Model device duration of use for humapen savvio green color and humapen savvio gray color and suspect device duration for both the devices were not provided, but current humapen savvio gray color was started in jun-2021 and current humapen savvio green color was started approximately in dec-2021. Action taken with humapen savvio green color was not returned to manufacturer. Humapen savvio gray color device was troubleshooted and functioning correctly after troubleshooting and its return was not expected. The reporting consumer did not provide relatedness for the events with insulin lispro protamine suspension 75%/insulin lispro 25% treatment, humapen savvio green color and humapen savvio gray color devices. Edit 23dec2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 07-jan-2023: additional information was received from initial consumer reporter on 03-jan-2023. Added one medical history of diabetic neuropathy, and deleted serious event of myelopathy as it was clarified as diabetic neuropathy by patient. Added two serious event heart attack, and clogged vein, added one non-serious event of diabetic neuropathy aggravation. Updated case and narrative with new information. Edit 10jan2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 12jan2023: additional information received on 11jan2023 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information. For (B)(4), updated improper use and storage from no to yes, malfunction from unknown to no, and added manufacturer date. For (B)(4), updated improper use from no to yes and added manufacturer date. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. A follow-up report will be submitted when the final evaluation is completed, as necessary. This report is associated with 1819470-2022-00108 since there is more than one device.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 68-year-old (at the time of initial report) female patient of an unknown origin. Medical history included diabetic neuropathy. Concomitant medication included dapagliflozin propanediol monohydrate for treatment of diabetes mellitus. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 75/25, 100 u/ml), from a cartridge, via reusable devices, humapen savvio gray color and humapen savvio green color, for treatment of diabetes mellitus. Dose, dosing frequency, route of administration, and start date were not provided. On an unknown date in 2021, after starting insulin lispro protamine suspension 75%/insulin lispro 25%, she had vision problems, she was diagnosed a cataract and she was operated with laser, but her sight had not been left well. Due to that, her healthcare professional (hcp) told her that she should program another operation. She was not sure to be operated again. On an unknown date, she experienced that despite the treatment with insulin lispro protamine suspension 75%/insulin lispro 25%, diet and pills for the diabetes (dapagliflozin propanediol monohydrate 10 mg) her blood sugar levels had not been controlled. On occasions she had the sugar very high (unit, value and reference range was not provided) and in other occasions, it had lowered up to 30 (unit and reference range was not provided), and these situations had made her crazy. The uncontrol in her sugar provoked her diabetic neuropathy. On (B)(6) 2020, she had a heart attack. The event of heart attack was considered as serious due to medical significant reasons. On an unknown date, she developed 4 clogged veins and on (B)(6) 2021, she was operated and open-heart surgery was done because of the 4 clogged veins. She was hospitalized for open-heart surgery. Further hospitalization details were not provided. The event of diabetes mellitus inadequate control was considered to be serious by the company due to medically significant reasons. Approximately in (B)(6) 2021, in the hospital she was given a humapen savvio gray color device but it was not working correctly because she had to put a lot of effort to push the injection button and the medication did not come out of the device ((B)(4)/lot 1412v01). On an unknown date in (B)(6) 2021, her son bought for her a humapen savvio green color on internet. This device stopped working, the screw that pushed the plunger of the cartridge got stuck. Her son disarmed the device to try and fix it, but he could not ((B)(4)/lot 1308v05). Information regarding further corrective treatment was not provided. The outcome of events of cataract and diabetes mellitus inadequate control was not resolved and the outcome of the remaining events was unknown. Treatment status of insulin lispro protamine suspension 75%/insulin lispro 25% was ongoing. The patient was operator of suspect humapen savvio green color and humapen savvio gray color devices and her training status was not provided. Model device duration of use for humapen savvio green color and humapen savvio gray color and suspect device duration for both the devices were not provided, but current humapen savvio gray color was started in (B)(6) 2021 and current humapen savvio green color was started approximately in (B)(6) 2021. Action taken with humapen savvio green color device was not provided but it was available for return. Humapen savvio gray color device was troubleshooted and functioning correctly after troubleshooting and its return was not expected. The reporting consumer did not provide relatedness for the events with insulin lispro protamine suspension 75%/insulin lispro 25% treatment, humapen savvio green color and humapen savvio gray color devices. Edit (B)(6) 2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update (B)(6) 2023: additional information was received from initial consumer reporter on (B)(6) 2023. Added one medical history of diabetic neuropathy, and deleted serious event of myelopathy as it was clarified as diabetic neuropathy by patient. Added two serious event heart attack, and clogged vein, added one non-serious event of diabetic neuropathy aggravation. Updated case and narrative with new information. Edit 10jan2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.